Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h3: evaluation included - additional information h6: additional information

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. A charge and reboot test was performed and passed. Functional tests were performed and passed. An alert/alarm manual test was performed and passed. A speaker/vibrator resistance test was performed and passed. An internal visual inspection was performed and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.